Event description:
Healthcare professional (hcp) reports four incidents of blood leak with the psn 210 dialyzer. The incidents occurred in 2001, over 4 days. All of the incidents occurred at the start of the treatments and were noted on leak alarms. Blood leaks were verified visually in dialysate. Blood was not returned to any of the pts, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported for hcp.